Event description:
An occlusion alarm was reported by the caller. The issue led to the customer's blood glucose level reaching 530 mg/dl. To address the high blood glucose, the customer administered a correction injection and changed the infusion set and cartridge to address the occlusion, resuming insulin administration. No third-party assistance was required. Subsequently, a replacement pump was sent to the customer.